Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid and three other unknown drugs via an implantable pump for non-malignant pain. It was reported that the pump had been empty now for three years and they had put up with the pain. They no longer wanted anything to do with the pump and they wanted it removed. They would not go back to the healthcare provider (hcp) because of how they were treated. Agent emailed hcp listings.